Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A patient reported pain and weakness, but not from the stimulation. Additional information from the patient reported that the point of their incision had become painful. When they would move, stands, sits or turns it was painful. Additional information received reported that they only felt the pain when they made certain movements but on the day of the report it was like every movement they made. Additional information from the healthcare professional (hcp) reported to trouble shoot the pain at the incision site with movement and weakness the hcp stated the leads were removed. The hcp stated they removed the leads to resolve the pain at the incision site with movement and weakness. The hcp stated the cause of the pain at the incision site with movement and weakness was the test lead moved. The hcp stated the pain at the incision site and with movement and weakness had been resolved.